Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurry vision. The lens was exchanged for another lens model 21 days following the initial procedure. Clinical reason for explant was mentioned as mechanical complications of intraocular lens. Additional information has been requested, yet no new information received.